Event description:
The biomedical engineer (bme) reported that their facility had a power outage and their central nurse's station (cns's) went into communication loss with connected device(s) for approximately 10 minutes and then everything came back up and is running as it should. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that their facility had a power outage and their central nurse's station (cns's) went into communication loss with connected device(s) for approximately 10 minutes and then everything came back up and is running as it should. No patient harm was reported. Service performed: customer reports the uninterrupted power supply (ups) was not on after the power outage and installed a new ups and plugged the cns into emergency power source, and the system is currently up without any further issues. Investigation summary: the failure mode for this event is power outage. Customer acknowledges power outage within the facility occurred before the reported communication loss. Customer noted all devices are on ups's. Customer states system currently up without issue. On 09/07/2021, customer communicated finding switch not on ups nor on emergency power resulting in reported issue. No parts replaced in the cns. No evidence of system malfunction. Review of system serial number finds no reoccurrence of this issue reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that their facility had a power outage and their central nurse's station (cns's) went into communication loss with connected device(s) for approximately 10 minutes and then everything came back up and is running as it should. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns, but model and serial number(s) was noted as no information (ni), as attempts to obtain the information were made but customer could not provide the information.

Event description:
The biomedical engineer (bme) reported that their facility had a power outage and their central nurse's station (cns's) went into communication loss with connected device(s) for approximately 10 minutes and then everything came back up and is running as it should. No patient harm was reported.